Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components," and number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Patient alleges experiencing pain, stiffness, discomfort, sensation of fluid and audible noise in right hip 12 years post-implantation. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.